Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient had an impella cp in place. Proper placement of the cross-clamp was discussed; however, the surgeon did not palpate the motor and instead clamped just proximal to the aortic cannulation site. Following clamp placement, a high motor current alarm was triggered, and the impella subsequently stopped. The surgical procedure was completed without incident. The impella cp was then explanted, and closure was achieved using three perclose devices post-procedure. Additional information indicated that the patient remains sedated on mechanical circulatory support at performance level 5 with flows of approximately 2 liters per minute. Attempts to increase flows resulted in suction events. A swan-ganz catheter and transesophageal echocardiogram were performed earlier in the morning. The echocardiogram revealed a potential papillary muscle rupture. The patient was designated as do not attempt resuscitation (dnar), and an epinephrine infusion was initiated.

Manufacturer narrative:
H6: updated coding based on the results of the investigation. Investigation summary impella returned for investigation. Papillary muscle rupture: the cause of the injury was not determined due to insufficient clinical details. Pump stop/low pump flow: the returned pump was inspected and dried blood was observed at the outflow cage by the impeller. The pump passed electrical testing and cannula had no kinks. The pump was soaked and run in the lab and neither low pump flow nor pump stop reproduced. No data logs were returned. The cause of the issue was not established as no defects were observed and no logs were returned for analysis device history review the pump passed all post sterile inspection checks